Event description:
It was reported that a peritoneal dialysis cassette leaked from the seam near the lines. This occurred during priming of peritoneal dialysis therapy. The patient was not connected at the time of the event. The technical services representative assisted the patient to end therapy and start over therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. During visual and microscopic inspection the sheeting was observed to be cut. The cassette was cracked and had pouching equipment markings. During leak testing a leak was observed from the cassette and sheeting. Clear passage testing, clamp function testing and simulated therapy were all performed with no issues noted related to the reported problem. The cause of the leak was due to the cracked cassette. The cause of the cracked cassette could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.